Manufacturer narrative:
The customer¿s products have been requested for return, but were not available. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. Occupation was lay user/patient.

Event description:
The initial reporter received a questionable result from coaguchek xs meter serial number (B)(4). The customer tested twice with a trainer and did not recall if the same finger was stuck. The results were 5.0 inr and 2.5 inr. The customer believed the 2.5 inr result was accurate and that is the only result that was reported to doctor. The therapeutic range was 2-3 inr.